Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the device was found in backup mode. The device was restored. There were no patient consequences.

Manufacturer narrative:
Correction: awareness date should be mar 02, 2020; had wrong event date, on previous MDR should have been mar 02, 2020.